Manufacturer narrative:
As of (B)(4) 2011, invalid strip lot 234528 provided by customer. Unable to perform in-house investigation. No further investigation will be pursued. Pt had last lovenox injection on (B)(6) 2011, but has more than 48 hrs lapse when it performed coagulation test and has no direct effect on inr result. However, pt is taking morphine and vicodin at the time of coagulation test and may contribute to unexpected or inaccurate inr result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Inratio and reference values of test 2 and 4 respectively fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testings as part of the complaint investigation. Inratio precision data provided by end-user: date: (B)(6) 2011, 1st inr: 1.0, 2nd inr: 1.5, mean: 1.25, sd: 0.35, %cv: 28.28. Date: (B)(6) 2011, 1st inr: 1.0, 2nd inr: 1.3, mean: 1.15, sd: 0.21, %cv: 18.45. Since test 1 has more than 20% cv, inratio meter results failed the criteria for precision. Analysis of the client's data from inratio and reference tests revealed that 2 out of 6 test result comparison did not meet accuracy criteria. Analysis of the client's data from repeated inratio tests revealed that test result comparison did not meet precision criteria. Pt's condition could not be ruled out as a cause. No product was expected to be returned. Product outer lot# provided by customer does not correspond to a valid lot number. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.3, lab: 1.5. Date: (B)(6) 2011, inratio: 1.0, retest inratio: 1.5, lab: 1.65. Date: (B)(6) 2011, inratio: 1.0, retest inratio: 1.3 (both done near 7am). Date: (B)(6) 2011, inratio: 1.4, lab: 2.1. The 2.1 lab result on (B)(6) 2011 done at 9:30 am. The 1.4 meter result on (B)(6) 2011 done at 11:00 am. Pt's target therapeutic range is 2.0-3.0. Pt' self tester is currently in the hospital due to back surgery. She stopped taking coumadin on (B)(6) 2011, began lovenox injections on (B)(6) 2011, and was admitted to the hospital for surgery on (B)(6) 2011. Pt started coumadin again but is unsure when exactly due to being on morphine and vicodin in the hospital. She stopped lovenox on (B)(6) 2011.